Manufacturer narrative:
Analysis was normal. No anomalies found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the right atrial lead exhibited poor sensing at multiple sites. The lead was not used and a new lead was implanted. The patient was stable.